Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Physician has reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture".

Event description:
Physician has reported "implant rupture". Device has been explanted. This relates to the left side.